Event description:
Plaintiff, alleges suffering from severe and irreversible type 1 latex allergy. Plaintiff further alleges suffering and will continue to suffer in the future, severe emotional distress, and an inability to engage in her normal activities as well as great loss and depreciation of her earnings and earning capacity. Allegedly she has suffered physical injuries, including but not limited to hand rash, wheezing, hives, conjuctivitis, rhinitis, anaphylaxis and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Husband of plaintiff, alleges loss of consortium.